Event description:
This report is being filed after the subsequent review of the following journal article (abstract): kearns, s., et al. (2011). Five-year results of the prodisc-c multicenter randomized clinical trial. The spine journal. Conference: 26th annual meeting of the north american spine society, nass 2011, 11 (10 suppl. 1) (pp. 46s). The study objective was to compare the safety and efficacy of cervical total disc replacement (tdr), prodisc-c to anterior cervical discectomy and fusion (acdf) surgery for the treatment of one-level symptomatic cervical disc disease (scdd), between c3 and c7. A prospective, randomized, controlled clinical trial was performed. The study included two hundred nine patients (209) that were randomized and treated (106 acdf; 103 prodisc-c). Demographics were similar between the two patient groups (prodisc-c: 42.1+/-8.4 years, 44.7% males; fusion: 43.5+/-7.1 years, 46.2% males). Various evaluations and a questionnaire were used to measure patient outcomes. The most commonly treated level was c5-c6 (prodisc-c=56.3%). Secondary surgery rates did show a difference with five (5) of one-hundred and three (103) prodisc-c patients requiring an additional operation at the index or adjacent level within five (5) years. There was no significant difference in other adverse events. This is report 1 of 1 for (B)(4). This report is for unknown prodisc-c implants, unknown part # / lot #. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI # unknown part number, UDI is unavailable. Kearns, s., et al. (2011). Five-year results of the prodisc-c multicenter randomized clinical trial. The spine journal. Conference: 26th annual meeting of the north american spine society, nass 2011, 11 (10 suppl. 1) (pp. 46s). This report is for unknown prodisc-c implants, unknown quantity / unknown lot. Initial reporter phone number: (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.